Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown cup, unknown stem, unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty procedure, the surgeon experienced difficulty in seating multiple polyethylene liners. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation determined that the liner was heavily damaged. The inner radius was gouged and the rim was heavily deformed. A hole was observed near the apex of the radius. Dimensional analysis could not be performed due to damaged condition of the liner. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip arthroplasty procedure, the surgeon experienced difficulty in removing a polyethylene liner. This resulted in a delay in procedure of approximately 1 hour. Attempts have been made and no further information has been provided.